Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. Unplugging the antenna and syncing with the ins did not resolve the issue. They could not connect and there was no telemetry. They had tried new batteries. The patient had been going to the restroom very often at night. The change in therapy/symptoms was considered gradual. The poor communication and frequency started about a month ago probably end of march about 3 weeks ago. It was later reported that the patient received the replacement pp but was still getting the poor communication screen. It was later reported that the new programmer was still not working. It was noted that the patient was having an unrelated surgery today and was at the hospital now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.